Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems and dyspareunia. It was reported that the patient underwent removal of exposed mesh on (B)(6) 2008 due to mesh exposure. It was reported that the patient underwent removal around 2011 due to complications caused by the mesh. (B)(4) -urinary problems; dyspareunia; mesh exposure. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04867. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04867. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh removal in 2012 due to complications from the mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4)